Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient was doing great. No additional follow-up was required.

Event description:
It was reported that the patient had just had their implantable neurostimulator (ins) replaced. The patient had a fall about 8 to 10 months prior to the report. After the fall the ins wouldn¿t charge properly, it wouldn¿t make contact, and it was erratic. A manufacturer representative tried to do resets and reprogramming all the way until the date of replacement on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.